Event description:
It was reported that there was elevated threshold found during pacemaker check x-ray confirmed the left ventricular (lv) lead dislocated. Lead replacement was determined to be anatomically difficulty. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.